Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level of 600 mg/dl. Customer was treated with insulin pump. Customer stated that thy were not using auto mode feature. Customer stated that there was no air bubble and leak. Customer stated that the insulin pump was not under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No delivery anomaly, bolus anomaly noted during testing.